Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3093-28, lot# va08t0p, product type: lead.

Event description:
It was reported by the healthcare provider (hcp) via the manufacturer representative (rep) that the patient had 100% impedance on every combination, so the system was explanted on the day of the report. It was indicated that they patient fell and broke her leg and implantable neurostimulator (ins). It was noted that the devices would be replaced in the future. The issue was reported as resolved at the time of the report. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.